Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. Date of event is an approximation. The patient reported that the sensor was not reading but could not remember any errors. The patient also mentioned that he was hospitalized because of his diabetes but declined to provide any information. The report states that because the tech support agent was not a professional medical doctor, the patient would not give information about the episode and declined to provide additional details. No phone number was documented in the complaint. An email was sent by clinical customer advocacy to attempt to contact the reporter for more details about the event and whether he is alleging a dexcom malfunction caused or contributed to the hospitalization. There was no information whether the patient experienced hypoglycemia or hyperglycemia requiring hospitalization, nor what treatment was provided to the patient. There was no information whether the patient experienced physical symptoms at the time of the event. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.